Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique manufacturers/device serial numbers. Possible lead models could include: 4196; 4193; 5068; 5568; 5076; 4058; 3830; 6931; 6949; 6395; and 6947. Patient information is limited due to confidentiality concerns. The baseline age of the patients referenced in the article is (B)(6) years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: characterization of outer insulation in long-term-implanted leads. Journal of long term effects of medical implants. 2016;26(3):225-235. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique manufacturers/device serial numbers. The article indicated that leads were revised due to the following complications: unsuccessful implant attempts, dislodgement, infection, and unspecified lead ¿defects.¿ it was also noted that the ¿majority¿ of the leads had some sort of insulation damage and/or "cracking." Of note, there were also leads that were replaced/revised electively. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.